Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be reproduced.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
A blood leak was noted from the hemostasis valve when the syringe was removed from the extension port. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.